Event description:
New information received indicates that during a real ventricular tachycardia episode, a patient received atp therapy which was inefficient and accelerated the rhythm into the ventricular fibrillation zone where the first shock was delivered. The physician elected to make programming changes. The patient was in good condition.

Event description:
New information received indicates that another instance of inefficient atp therapy was observed. A shock was delivered and return to sinus was obtained. Programming changes were made. The patient was in good condition.

Event description:
It was reported that patient had an episode and antitachycardia pacing (atp) was delivered, which accelerated the rhythm into a ventricular fibrillation (vf). Vf was terminated by therapy. Programming changes were made and patient will be monitored.

Event description:
New information received indicates that a patient received inefficient atp therapy for an episode of ventricular tachycardia and that the second atp therapy accelerated arrhythmia to ventricular fibrillation. The patient received a shock and the arrhythmia was resolved. The device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
(B)(4).